Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician advanced the cat6 with the peel away sheath up and over into the contra lateral sfa. It was reported the physician had experienced resistance while advancing the cat6 through the sheath. When the cat6 met the clot, the cat6 kinked at the distal end. Therefore, the cat6 was removed. The procedure was completed using an indigo system aspiration catheter 7 (cat7) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat6 confirmed that the distal shaft of the catheter was kinked. If the cat6 is forcefully advanced against resistance, damage such as kinks may occur. The root cause of resistance could not be determined. Further evaluation revealed that the distal shaft was stretched and ovalized. This damage was incidental to the reported complaint and may have occurred during removal of the device. During the functional test, the sep6 was unable to be removed from the cat6 after the catheter was flushed. The cat6 could not be advanced through a demonstration neuron max due to the distal shaft damage. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.